Event description:
The customer reported false elevated architect anti-hbs and provided the following data for 1 sample: architect test result was 126.18 miu/ml, (customer reference range: 0-10 miu/ml). The elisa platform for testing generated a negative result. The abbott result was not reported to the clinic. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 07c18-74 that has a similar product distributed in the us, list number 1l82, with 510k/PMA/bla number p050051.an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 59318fz01. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket trending review did identify an increase in complaint activity for the architect anti-hbs reagent, however there was not an increase in complaint activity for the complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing was completed using an in-house retained reagent kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect anti-hbs reagent lot 59318fz01 was identified.

Event description:
The customer reported false elevated architect anti-hbs and provided the following data for 1 sample: architect test result was 126.18 miu/ml, (customer reference range: 0-10 miu/ml). The elisa platform for testing generated a negative result. The abbott result was not reported to the clinic. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.